Event description:
A report was received that the patients ipg was non-functional and the patient was unable to charge it. It was unknown if device malfunction was suspected. The patient will undergo an ipg replacement procedure.